Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrodes were subsequently discarded.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.